Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately one week from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients ipg pocket appeared to be swollen, painful and red. It was also noted that there was drainage coming from what appeared to be an open hole near the ipg pocket incision. The patient was placed on antibiotics and was admitted in the emergency room (ER). The patient underwent an explant procedure.

Event description:
It was reported that the patients ipg pocket appeared to be swollen, painful and red. It was also noted that there was drainage coming from what appeared to be an open hole near the ipg pocket incision. The patient was placed on antibiotics and was admitted in the emergency room (ER). The patient underwent an explant procedure. Additional information was received that the explanted devices will not be returned as they were disposed per facility biohazard protocol.